Event description:
It was reported that during an unknown procedure on (B)(6) 2013 an frs screw fractured. The patient retained the fractured screw. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.